Event description:
It was reported that during a all inside knee arthroscopy with an flipcutter the device broke off inside the joint. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a drill and a transtibial full tunnel drilling.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1204af-85 flipcutter ii was received for investigation. Visual inspection identified that the actuator tube had broken from the flipcutter ii assembly at the weld with the handle. Additionally, breakage was observed at the cutting tip, with circumferential damage worn into the outer diameter of the shaft proximal to the breakage site. The cause remains undetermined, although a probable cause can be attributed to user applied mechanical forces via prying/leveraging.